Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Hardware low level failures alarmed during self test and confirmed in pump history file due to a broken trace at u1 keypad assembly. No pump error motor current error detected alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a motor current error detected alarm. The customer reported that they were able to clear the alarm and not able to rewind the insulin pump. Customer stated that the insulin pump was not exposed to a high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.